Manufacturer narrative:
(B)(4). Spherical reservoir fgs (prefilled), device impotence mechanical / hydraulic.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) ultrex device 23 years after implant due to cylinders outside blew on both sides. All components were explanted and replaced. No adverse patient effects. Additional information was received. Device stopped working.